Event description:
It was reported by the patient that the patient had been experiencing chest pain for about seven months and the physician told the patient the "leads (are not) hooked up and they need to watch them closely." The patient had a heart catheterization, which "showed nothing" and the patient's chest continues to feel "tight" and like it might "explode." The patient stated the current physician was "blowing (her) off" and the patient was encouraged to find another physician to work with about the issue. Follow-up was attempted with the physician on file however the patient had not been seen for over three years and no further information could be obtained. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).